Manufacturer narrative:
The device has been received by mmdg, and is currently under evaluation. Any new information will be submitted in a follow-up report. A preliminary review of the device's DHR shows no non-conformances during manufacture.

Event description:
The initial reporter stated as follows: "a (B)(6) years old child ((B)(6) kg) was fed by enteral nutrition with [an mmdg-manufactured] pump. . . The feeding was by a gastrostomy button "(B)(6)" type . (Speed : 18 ml/h volume : 210 ml) . On the morning, parents found their child in coma. The pump was set at 22:00 with the usual program ; 210 ml, 18 ml/h. In the feeding bottle, half of the volume to administrate was left. Neither the bed, nor the pyjama were wet. There was no disconnection anywhere on the feeding tube, neither on the button. But the parents noticed milk under the bed. The alarm on the pump was not triggered. The child was hospitalized urgently for a severe hypoglycemia." No further information has been provided. (B)(4).

Manufacturer narrative:
The device was received by mmdg for evaluation. During the investigation the pump operated within product specifications. The pump history was also reviewed. It was found that the pump was paused several times during the reported therapy. Based on the rate and dose settings, the infusion should take about 11.75 hours. Based on the pump history the last infusion was administered over approximately 40 hours due to the times the pump was paused and stopped and then restarted. Mmdg could find no indication that the complaint occurred as initially reported. The complaint also could not be replicated during the investigation.

Event description:
The initial reporter stated as follows: "a (B)(6) years old child ((B)(6) kg) was fed by enteral nutrition with [an mmdg-manufactured] pump. . . The feeding was by a gastrostomy button "mickey" type. (Speed : 18 ml/h volume : 210 ml). On the morning, parents found their child in coma. The pump was set at 22:00 with the usual program; 210 ml, 18 ml/h. In the feeding bottle, half of the volume to administrate was left. Neither the bed, nor the pyjama were wet. There was no disconnection anywhere on the feeding tube, neither on the button. But the parents noticed milk under the bed. The alarm on the pump was not triggered. The child was hospitalized urgently for a severe hypoglycemia." No further information has been provided. (B)(4).